Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to perform fluoroscopy. Upon troubleshooting fse found a power outage, resulting in an error message indicating that the fluo store operation is not possible due to a full image disk. To resolve the issue, fse recreate image storage. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that after a power outage, the system gave an alert indicating the image store was unavailable and fluoroscopy was not possible. The device was in clinical use at the time of the event. No harm was reported to philips.